Event description:
It was reported that the pump battery was charging slower than expected. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with Tandem Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.